Event description:
It was reported by the rt on staff that the saturation levels on the pt dropped when connected to the ventilator. When they hooked the pt up to the backup ventilator, the levels went back to normal. It is unk if the ventilator alarmed when the reported problem occurred. No pt harm reported.

Manufacturer narrative:
Na